Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent dental implant (tsv4b11) was returned for investigation. Visual evaluation of the as returned implant identified that the device collar and threads were severely damaged possibly during removal procedure; there was bone residue around the external threads due to usage. Fracture could not be verified/confirmed due to the condition of the device. Device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A year-long complaint history review by item number (tsv4b11) was performed for similar events and no complaint about nonconforming products was identified. Therefore, based on the available information, an unreported device malfunction did occur. However, the reported event could not be verified due to the condition of the returned device.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant fractured and was removed.